Manufacturer narrative:
Upon receipt, the lead under complaint was cut 11 cm distal to the is-1 connector pin as well as 35 cm proximal to the lead tip. All three severely stretched fragments were returned and subjected to an extensive analysis. In the course of the analysis, the insulation was found rubbed through 11.5 cm proximal to the lead tip. Based on the characteristics of the damage it is assumed that the lead was subject to constant friction against another implantable device such as a nearby lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead was explanted due to fracture causing sense impedance greater than 3000 ohms. No adverse patient events were reported. Should additional information be received, this file will be update.